Manufacturer narrative:
This right ventricular (rv) lead was surgically abandoned. No further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an impedance measurement of greater than 1000ohms, which was confirmed through testing with the device and the pacing system analyzer. The lead was suspected to have been fractured with noted a sharp and steep rise in impedances. No additional adverse patient effects were reported.